Manufacturer narrative:
Quality safety evaluation received on 11-may-2016: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-may-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non medically-confirmed, spontaneous case report was received via regulatory authority and refers to a (B)(6) female consumer who had chronic pelvic pain and severe vaginal haemorrhages after essure (fallopian tube occlusion insert) insertion. She was submitted to a bilateral salpingectomy and was recovering from the events. These events are listed in essure's reference safety information. After essure insertion, pelvic pain and abnormal genital bleeding may occur may occur. In this particular case, consumer related the events to essure and no alternative explanation was provided. Therefore, causality with the suspect insert cannot be excluded. The events lumbar pain and loss of hair were also reported. This case was considered an incident, since a salpingectomy was required. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. No further information is expected.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer via regulatory authority (case# (B)(4)) in (B)(6) on 04-apr-2016 who had essure (fallopian tube occlusion insert) inserted in 2013 as definitive contraceptive. The consumer's concurrent condition included overweight (bmi (B)(6)). In 2013, she experienced chronic pelvic pain, severe vaginal haemorrhages, lumbar pain, and loss of hair. In 2016, bilateral salpingectomy with laparoscopy was performed. The outcome was reported as recovering/resolving, and the stop date of events as 2016. Consumer stated her life was in danger. All the events were considered as related by consumer. Company causality comment: this non medically-confirmed, spontaneous case report was received via regulatory authority and refers to a (B)(6) ld female consumer who had chronic pelvic pain and severe vaginal haemorrhages after essure (fallopian tube occlusion insert) insertion. She was submitted to a bilateral salpingectomy and was recovering from the events. These events are listed in essure's reference safety information. After essure insertion, pelvic pain and abnormal genital bleeding may occur may occur. In this particular case, consumer related the events to essure and no alternative explanation was provided. Therefore, causality with the suspect insert cannot be excluded. The events lumbar pain and loss of hair were also reported. This case was considered an incident, since a salpingectomy was required. A product technical analysis is being sought.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.